Event description:
The tech alleged the bed was not communicating with the nurse call system. No pt impact.

Manufacturer narrative:
The tech found bent pins on the side com board where the communication cable is connected. The tech replaced the side com power control board assembly to resolve the issue.